Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and dizziness. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on aug 08, 2023 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and dizziness. There was no report of patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. During the evaluation, the dust contamination was observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.